Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the torque defining screw during the initial implantation, which prevented the humeral liner from fully assembling to the adapter tray, leading to disassociation. Associated with 1038671-2016-00495, 1038671-2016-00496, 1038671-2016-00625 and 1038671-2016-00626.

Event description:
Index surgery: (B)(6) 2013. Revision of reverse shoulder components three years after original surgery due to humeral tray disassociation.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Pending revision of reverse shoulder components three years after original surgery due to humeral tray disassociation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of not fully seating the torque defining screw during the initial implantation, which prevented the humeral liner from fully assembling to the adapter tray, leading to disassociation.

Event description:
Revision of reverse shoulder components three years after original surgery due to humeral tray disassociation.